Event description:
A thirteen year old pt with full-term pregnancy in the second stage of labor pushed for approx 2 hours. After 2 hours, vacuum assist was applied. The vacuum assist was performed for approx 1/2 hour. A decision was then made to deliver the infant by c-section. A 7 pound, 12 ounce baby was delivered with apgars of 0 at one minute, 1 at five minutes, and 1 at ten minutes. After attempting to resuscitate the infant for approx 45 minutes, family members instructed the staff to cease their resuscitation efforts. The infant expired. Progress notes and autopsy revealed the presence of overlapping sutures and cephalohematoma/subgaleal bleed. Facility understands that, based on documentation rec'd from the FDA, vacuum assisted deliveries have a potential to cause subgaleal bleed and cephalohematoma. Medical personnel at the hosp disagree about whether or not the vacuum assisted delivery in this case, caused or may have contributed to the infant's death. Nevertheless, out of an abundance of caution, facility is reporting this event to ensure full compliance with the smda.